Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Quality assurance will continue to monitor on monthly trend reports.

Event description:
Customer reported that she had welts that itch. Doctor prescribed her medication for itch and welts. Consumer has allergy to metal.